Event description:
No additional information.

Manufacturer narrative:
Inveatigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to monitor this type of defect.

Event description:
While inserting a cannula into a patient, the nurse noticed that the tubing was damaged, which was causing fluid leakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.